Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33017. It was reported the patient experienced high impedance issues on both of the existing leads. Later, surgical intervention was undertaken on (B)(6) 2020 where the physician observed that both leads migrated to t8-t9 and another to t10-t11. The physician did not feel comfortable revising the leads and as a result, the physician unplugged the lead that migrated to levels t10-t11 and added a new lead at t7-t8. The procedure was finished with two active leads (t7-t8 and t8-t9) and one inactive/disconnected lead implanted in the patient. Reportedly, effective therapy was established post-operatively.